Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a pneumectomy procedure, malformed staples were found at a spot where some blood leakage was found. Another like device was used and additional suturing was performed to complete the case. There was no pt consequence.